Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. Device remains implanted.

Event description:
It was reported post implant a (B)(4) adjustable band, the port flipped. Unable to access port on first adjustment. The port was sutured to re-anchor. There was no reported patient consequence.